Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported on behalf of her sister that a tampon separated while it was inside her and during removal the pledget fell apart into two separate pieces. No further information was provided regarding consumer's use of the product and outcome.